Manufacturer narrative:
In the returned state, the lead had been capped distal of the fork. Only the proximal lead fragment, consisting of connector area and fork, was available for analysis. A mentioned in the complaint text, there was a fracture of the insulation of the distal shock path connector directly proximal of the fork. Signs of abrasion can be seen at several sites of the fragment. The damage manifestation indicates excessive mechanical stress during the operating time. The position and kind of the damage are characteristic for tensile and pressure stress on the lead due to the position of the lead in relation to the ICD housing. There were no indications of material defects or manufacturing errors.

Event description:
(B)(6) MDR - after an implantation time of about 62 months, it was reported that an insulation defect of the lead in the y-fork area was observed during a device exchange. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.